Event description:
Healthcare professional reported unknown side implant "difficult to remove" from packaging and "dirty". Surgery was completed using device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side implant "difficult to remove" from packaging and "dirty". Surgery was completed using different device.

Manufacturer narrative:
Further investigation: training records of the personnel involved in the incoming inspection, primary packaging process, sterilization process and quality inspections of work order: (B)(4) were reviewed and it was confirmed that they were trained in the applicable revision of qc-0065 rev. 11.0 (tyvek lid inspection), mp-825 rev. (83.0) (gel-implant and sizer primary packaging), qc-275 rev.(8.0) (control charting), qc-590 rev.(86.0) (implant, sizer and tissue expander packaging & sterilization inspection), and mp-898 rev.(119.0) (dry heat sterilization) at the time of performing the activities related to those procedures. It¿s important to mention that the applicable revision of procedures mp-825, and mp-898 just involved administrative changes, and people were trained on time in the last applicable version. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported unknown side implant "difficult to remove" from packaging and "dirty". Surgery was completed using device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breach of sterile barrier seal.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking/breach of sterile barrier seal and other-technical: observed delamination in the lid. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, unknown side implant. "Difficult to remove" from packaging and "dirty". Surgery was completed using device.